Event description:
It was reported that during an implant, the physician changed their mind and wanted a tined lead for the right atrium. The physician also decided to use a multipolar lead for the left ventricle. The two originally selected leads were returned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The proximal conductor had blood / body fluid at the distal end. The full lead was returned for analysis. (B)(4) no anomalies were found. There was blood in/on the helix mechanism and the lead was stretched. The full lead was returned for analysis.